Event description:
The screwdriver blade did not pick up the screws securely. When the screw touches any soft tissue, it falls of the blade. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of eval: eval results indicate that this event would not be associated with the device but rather would be related to user technique.